Event description:
A customer reported a cracked and shattered touchscreen on their pump, with the screen being unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and guided the customer on transitioning to alternate insulin delivery using multiple daily injections (mdi). A replacement pump with updated software was sent, and instructions were provided on storing the damaged pump and returning it to tandem. The customer was advised to transfer their settings and connect the continuous glucose monitor (cgm) to the new pump.